Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called and reported that the numbers on the insulin pump were continuously scrolling and the buttons stopped responding. The customer's blood glucose was not known. No significant events leading to the keypad issues were recalled. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump up arrow button did not respond due to corroded keypad trace. No scrolling numbers display anomaly noted. The insulin pump received with minor scratches on display window and cracked reservoir tube lip.